Event description:
The facility reported an infusion pump with a failure code 570:320. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative did not have information regarding reports of any patient incident involving this pump since the last baxter service event. No additional contact information was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA, open to document and evaluate this issue.